Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic during follow up, far field p-wave oversensing on the ventricular lead was observed. The oversensing was noted on a stored egm. Programming changes were made. Patient was stable and will be monitored.